Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is possible that the foreign object remained in the product because the reprocessing deviated from the instructions manual. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes device and confirmed that device was only disinfected, and remaining steps are unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited foreign objects on the adhesive around the light guide lens. There were no reports of patient involvement.